Event description:
It was reported that cartridge alarm 30 occurred and customer experienced high blood glucose of 513 mg/dl. Customer delivered correction dose using pump and injections, did not require third-party assistance, had previously reported similar alarms with same pump, and planned to contact healthcare provider because no backup therapy was available, while technical support arranged pump replacement and customer declined an out-of-warranty loaner pump.